Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: on (B)(6) 2019, a gore® propaten® vascular graft (standard-walled, axillobifemoral, removable ringed) was implanted using a gore tunneler. Around (B)(6) 2019 (reported as 6-8 weeks ago), patient received treatment due to seroma. Clear fluid was drained. Another intervention was performed after (B)(6) (date unspecified) and clear fluid was drained again. As reported, fluid was tested each time. Cultures were negative for infection and there was no blood in the aspirated fluid. On (B)(6) 2019, patient presented with seroma and clear fluid was drained again. During this intervention, the vascular graft was relined almost entirely with several gore® viabahn® endoprostheses. Before implantation, cat scan measurements were taken to ensure correct sizing. It was reported only a 4 cm segment was left unlined. A drainage tube was left in place. Patient was reported to be recovering well following the procedure.